Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 360 mg/dl (corrected by bolus) at the time of incident. Other blood glucose level of customer was 366 mg/dl. The customer reported that the no delivery alarm was resolved by changing reservoir. Customer declined to troubleshoot for their blood glucose levels. Blood at site was also reported. The device is not expected to be returned for analysis.